Event description:
Attempts to have the device returned to manufacturer for analysis have been unsuccessful to date.

Event description:
It was reported that the handheld will not "use" the version 8.1 flashcard. It was later reported that a manufacturer employee visited the site to troubleshoot the event. During troubleshooting the manufacturer employee noted that when trying to upgrade the handheld from the version 7.1 flashcard to the version 8.1 flashcard the software did not load on the handheld. The employee reinserted the version 7.1 flashcard into the handheld and performed a hard reset on the handheld successfully. The handheld displayed the version 7.1 software. The manufacturer employee updated the date and time on the handheld and then replaced the version 7.1 flashcard with the version 8.1 flashcard; however, the installation process never began. The employee once again inserted the version 7.1 flashcard, which again loaded the version 7.1 software on the handheld. Another version 8.1 flashcard with the same lot number was inserted into the handheld, which resulted in a message "unrecognized card in socket 1". A new handheld was shipped to the physician's office. The handheld and both version 8.1 flashcards are expected to return to manufacturer for product analysis; however, have not been received to date.